Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 159mcg/day via an implantable pump. The indication for use was intractable spasticity. A flipped pump and loss of therapy was re ported. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was flipped in the pocket and kinked the pump segment. Surgical intervention occurred. The surgeon examined the pump segment and decided to replace the kinked pump segment. The pump pocket was also moved from the front left to the left back hip. The refill was completed during the procedure and the expected and actual pump volumes were equal. The issue was resolved and the patient¿s status at the time of the report was noted as alive, no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.